Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, we could not confirm the information related to the occurrence of the defect phenomenon, therefore we could not determine the presumed cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrovideoscope ultrasound image was missing. It is unknown, when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.